Manufacturer narrative:
Reviewed the DHR for the zoom whitening system. The lamp used in the procedure was within manufacturing specifications upon shipment to the customer. The retain sample of the chair side gel used in the procedure (and is directly applied to the teeth) was within all manufacturing specifications.

Event description:
The event occurred on (B)(6) 2011; however, it was formally reported to discus dental from dr. (B)(6) on (B)(6) 2011. Prior to procedure, pt was given/took 800 mg. Motrin. During the procedure, the pt requested to stop procedure due to discomfort (zingers). Pt left office; claimed sensitivity (zingers) continued for next 72 hours. After the procedure was stopped, the dentist office called in an rx for 800 mg. Motrin/ibuprofen and advised to take motrin every 6 hours. Pt went to emergency room the same evening of (B)(6) 2011 and was prescribed hydromorphone/dilaudid. On (B)(6) 2011 dr. (B)(6) provided relief gel with acp and fluoride gel/toothpaste; all discus dental products. As of the complaint date ((B)(6) 2011) pt claims consistent aching on lower arch and discomfort with cool air and cold/hot drinks.